Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this lead was found to be fractured. The lead and ipg were both replaced.